Manufacturer narrative:
Date of event: (B)(6) 2013. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial / lot #:(B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient developed a non-device related infection at the pocket site after the implant procedure. The patient was treated with antibiotics and the infection was resolved. The patient was reportedly doing well. No further information will be provided to bsn.